Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 527 mg/dl and 141 mg/dl. Customer was cutting up some cantaloupe and did not wash her hands before obtaining readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.